Manufacturer narrative:
It was found that "ultrasonic level error (u509) occurred." Which was reported in the initial report, was the event confirmed during the test at the service site of our company and there is no report from the user facility. The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the probe tip broke down at 20 mm from the distal end. There was a spark mark on the probe. The shape of the fracture surface showed that the crack developed from the spark mark as the starting point. There was a spark mark on the metal part of the grasping section. The proximal side of the tissue pad worn away. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the user activated the seal & cut output while the subject device was grasping a thick and hard tissue, consequently the tissue pad at the proximal side worn away. A spark occurred since the proximal side of jaw and probe came into contact, consequently a spark mark on the probe occurred. The probe cracked from the spark mark as the starting point, due to a load on the probe by seal & cut activation or grasping tissue. The probe was broken due to an additional load on the probe. The instruction manual of the subject device already states; warnings: do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain urology procedure. About 2cm of the probe tip was fallen off into the patient during the procedure. Ultrasonic level error (u509) occurred. The fragment was retrieved from the patient body. The procedure was completed using a similar device. There was no patient injury reported.